Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported complaint was confirmed. It was determined to be a downstream occlusion (dso) sensor issue, and the dso sensor was replaced. Performed dso sensor calibration. The software was updated and unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
The customer returned the device stating, "the cassette was not attached during testing". During device evaluation it was found the downstream occlusion (dso) sensor was not operating properly.